Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) level was "high"; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.